Event description:
It was reported that the user was initially unable to turn the connector adapter when attaching the cartridge, leading to interrupted therapy and hyperglycemia; the agent confirmed a new connector turned normally without a cartridge, advised the issue was associated with the cartridge, and after the user refilled and reattached the cartridge, the system functioned normally, with replacement cartridges and connectors arranged. Symptoms included hyperglycemia with a reported blood glucose of 400 that decreased to 320 and ultimately stabilized within range. No clinical symptoms were reported during the hyperglycemic event. Outcomes included delayed therapy with elevated glucose that resolved after successful cartridge attachment. Customer service provided troubleshooting, device use review, and verification through system reports that glucose returned to range. Investigation of this case revealed a user-reported difficulty engaging the connector with the cartridge, consistent with a cartridge-to-connector attachment issue that resolved after reseating and refilling, with no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the cartridge-connector interface leading to a transient connection issue.